Event description:
Hospital reports instances in which the clamp on bottom of 1500 ml waste bag is opening and leaking waste. Product is furnished with convenience kit. There has been no patient injury. No sample has been retained.